Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 400 mg/dl so he gave himself two correctional boluses of 2.0 and 3.0 units of insulin. His bg level did not go down and he decided to give another bolus of 4.0 to 5.0 units of insulin. Upon inspection, he noticed the cannula was not inserted and that the pink slide insert was not in the window. The pod was removed and he gave a manual injection of 2.0 to 3.0 units of insulin. His bg dropped to 120 mg/dl.